Event description:
It was reported that during procedure of the right coronary artery (rca) using a diamondback coronary orbital atherectomy device (oad), during fifth treatment that was distal to proximal, the physician noticed something strange via angiogram, then performed a scopy and found the oad crown broken. The crown of the oad was ruptured in a very angulated rca (c1). It was noted that the fracture occurred due to the strong angulation and calcification of the artery. The fractured crown remained intact and was able to be removed as a single unit. After atherectomy was completed, a post-balloon dilation was performed and a xience skypoint stent was successfully implanted. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.